Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported they had a sti mulator 15 years ago that was placed in the wrong place and they had it taken out. Patient mentioned the stimulator was in the bone on their hip causing them to not be able to sit flat. Patient mentioned the implant was not worth sitting sideways all the time because the implant was making it uncomfortable for them so they had the implant removed.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.